Event description:
The company was informed that the patient's device electrode had migrated. The patient's device was explanted. The patient was reimplanted with another advanced bionics cochlear device.